Event description:
The us complainant had placed a rp flex for support after having a heartmate 3 on the month prior. The rp flex was placed after some difficulty achieving appropriate position. The pump stopped after just under 17 days of support. No harm or injury from the pump stop. The rp is not a full support pump.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The data logs confirm a high motor current pump stop on the 17th day of support. Motor current and speed irregularities were noted in the minute leading up to the pump stop. The product was returned and sent out no irregularities were found. The pump was sent out to CT scan and wear was seen to the metal retainer in the bearing. The root cause of the pump stop was determined to be bearing wear. "As noted in the impella instructions for use: impella rp with smartassist system: section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella rp smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿" this report is being filed as part of a retrospective review of historical records.